Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2013 with the following findings: evaluation revealed that pump powers in accordance with normal operation. There are no alarms related to complaint observed in black box. There are no power on resets or reboot conditions observed in black box. The battery compartment is intact, no cracks. No evidence of moisture contamination inside battery compartment. The battery cap is able to be fully tightened. A power loss was not observed. The pump was exercised for 24 hours and no power loss or battery related warnings were observed. The pump case was removed and there was no evidence of moisture identified inside pump. Investigators inspected battery terminal contacts and no evidence of intermittent contact. Investigators were unable to duplicate "no power" condition. Unrelated to the complaint, the keypad symbols were found to be worn.